Event description:
The last fill (lf) =1500 ml and not 15000 ml as previously reported.

Event description:
It was reported that while initiating an intravenous infusion with the device in-line, the user observed air bubbles in the tubing component of the device. This occurred in 3 other instances. No patient sequelae were reported.

Manufacturer narrative:
The six returned devices (5 used and 1 unused) were evaluated in the firm's laboratories. No cracks or other damage were observed on the devices. The devices were observed for air passage and this was not seen. The devices were then flushed, primed with water and again observed for air bubbles. None were observed. Summary: the user's report could not be reproduced. The device performed as expected. It is possible that the user was not properly de-bubbling the devices during priming. Since this report, no further such difficulty has been reported from this health care facility. Unless substantially significant information becomes available, this constitutes a final report.